Event description:
Caller reported compact plus system blood glucose result of 68 mg/dl, professional lab system result of 38 mg/dl within 10 minutes. Customer was feeling a bit shaky and sensitive to light but was able to self- treat. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.